Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the iliac artery. The 10 x 40 mm armada balloon was prepared per the instructions for use, prior to use in the anatomy. The armada was advanced without issue and inflated to 6 atmospheres (atm); however, a balloon rupture occurred. The armada was easily removed and a non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.